Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing for the right-side device could not be performed.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
In situ testing could not be performed. Reportedly the user fell and was admitted to hospital in (B)(6) 2021. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Additional information: based on the received information from the field, it seems that the implant electronics has been damaged due to a possible external impact. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
In situ testing for the right-side device could not be performed. Reimplantation is considered, but no date has been scheduled yet.